Manufacturer narrative:
(B)(4)

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted prior to the implant procedure that the aortic diameter was outside the treatment range for the ovation prime stent graft; however, the physician elected to proceed with the case due to limited options for the patient. Upon completion of the polymer filling of the stent graft, there was a type ia endoleak that was not resolved following the placement of a balloon expandable stent and an aortic cuff. The patient returned for a re-intervention on (B)(6), 2015 where a coiling procedure was performed, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.